Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having extreme problems with the device. Patient reported they have been taken off all of their medications except for lasix. Patient mentioned they were on two blood pressure medications before getting the interstim and stated they never had any problems with it, no retention, no anything. Patient reported they are having urinary retention where their toes and feet "swell together". Patient reported they cannot see their "ankle bones, knee bones" and reported everything from the unit down is completely swollen. Patient reported they can almost not go to the bathroom at all. Patient stated due to this their healthcare professional (hcp) took patient off all medications except lasix and told patient to double their dose of lasix. Patient reported they were doubling their dose of lasix with ins off and reported a little within 24 hours patient peed out "20 some pounds of fluid". Patient clarified they "peed an entire to the top 3 gallon bucket of fluids in less than 24 hours". Patient stated they continued to pee after this. Patient stated they usually pee a lot (patient stated this is why they wanted the interstim system because they have history of peeing a lot).   Patient stated once they turned ins back on with same dosage of diuretic they are swollen all the way back up after having ins back on for less than 24 hour. Patient stated they are not as swollen as they were, but stated they are "halfway there already". Patient stated only toes aren't swollen and swelling is painful. Patient stated urination has slowed down. Patient also later stated when their device was left off patient "started peeing again but could not really void like I needed to void because they had developed so much fluid". Patient stated they have contacted medtronic representative (rep) and was told they need to have another "urodynamics". Patient stated they have had a urodynamics done already. Patient reported their device is "malfunctioning" and they can't get the rep to help them. Patient reported the problems with their interstim have been going on for quite a while. Patient clarified within the last few months they have had a real problem with the interstim and reported they have got more and more blown up. Patient stated their hcp has told them that they can tell they have huge problems with the retention. Patient reported they have had some recent falls and was involved in an accident but that the problems were occurring before the accident happened. Patient stated they know they need to adjust therapy setting due to this. Reviewed how to adjust therapy. Patient stated therapy was off so once patient connected with ins on call (patient stated they turned ins off due to how bad their swelling was). Patient turned therapy on during the call and increased stimulation to 0.6. Patient confirmed feeling stimulation comfortably at 0.6. Patient stated 0.7 "felt a little intense". Patient will monitor symptoms with therapy at 0.6. Redirected patient to hcp to check ins. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.